Event description:
It was reported patient was experiencing pain at the pocket site and as such surgical intervention was undertaken wherein ipg was replaced, and therapy was restored.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.